Manufacturer narrative:
The system was used for treatment. A batch record review for kit lot d308 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #46: accelerometer system alarm and drive tube leak/break. No trends were detected for these complaint categories. Corrective and preventive actions were initiated for complaint categories, alarm #46: accelerometer system alarm and drive tube leak/break. Product return analysis feedback: a photo analysis was conducted for this complaint. A review of the photographs confirmed the reported leak. The analysis determined that the root cause of the leak was delamination of the upper bearing stop from the drive tube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber; damaging the drive tube and causing a leak. Review of the device history record did not identify any related nonconformances. A therakos CAPA was initiated to address several potential root causes of drive tube delamination. In addition, a manufacturer CAPA was opened to further investigate bearing stop delamination. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a blood leak in the centrifuge chamber during a patient treatment. The customer explained that they were at approximately 200ml whole blood processed when a loud sound came from the centrifuge chamber. Then an accelerometer alarm occurred. The customer stated that the patient experienced approximately a 200ml blood loss and was presently being treated on a different instrument. The patient was reported to be in stable condition. The customer stated that the patient had a peripheral access from which they were collecting; and they had just switched to double-needle mode once they were able to access the patient's port for return. The customer stated there was a "huge slit" in the drive tube. The customer stated that their trained biomed will service this instrument. Pictures were returned for evaluation.